Manufacturer narrative:
Device passed the self test and displacement test. Device received with all buttons responding properly. No unresponsive keypad or button error alarms noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that insulin pump had two stuck button alarm. Customer¿s blood glucose was unknown at the time of incident. Customer stated that did not press a button down for 3 minutes or longer. Customer stated that they had hard time entering auto mode. Troubleshooting was performed for stuck button alarm. The insulin pump will be returned for analysis.